Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, followed by review of a patient they had reported issue with passing their hydrosil size 8 catheter code 62608p for the last 3 weeks. These were delivered by scripteasy delivery company. When the issue occurred, they felt there was a size discrepancy. At the clinic, customer brought intermittent catheters that did visually appear to be slightly different. They would be grateful if they were able to look into this issue for them. They have the foley catheters if they required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: * prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. * wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. * peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, followed by review of a patient they had reported issue with passing their hydrosil size 8 catheter code 62608p for the last 3 weeks. These were delivered by scripteasy delivery company. When the issue occurred, they felt there was a size discrepancy. At the clinic, customer brought intermittent catheters that did visually appear to be slightly different. They would be grateful if they were able to look into this issue for them. They have the foley catheters if they required.